Manufacturer narrative:
Upon further investigation, it was determined that MFR# 8030965-2017-10967 is a duplicate of MFR# 8030965-2017-10975. Reference MFR# 8030965-2017-10975 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. The manufacturing location was unknown. Mfg date: the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an intramedullary femoral nailing surgical procedure, it was observed that the radiolucent drive device would lose torque when under load during drilling. It was further explained that the device's spring loaded collar was no longer springy. It was unknown if there were any delays to the surgical procedure. An identical spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.